Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultramini meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged power issue began at an unspecified time on (B)(6) 2015. The patient manages their diabetes with unknown dosages of the oral medications ¿liverprime and metformin¿ and did not make any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that ¿one minute¿ after the alleged power issue started they experienced the symptom of ¿shaking¿. The patient did not require any form of treatment as a result of this symptom. At the time of troubleshooting, the cca noted that there was no misuse of the product and the patient was using the correct test strips. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/26/2015).the patient¿s meter has been returned on 5/12/2015 and evaluated by lifescan product analysis on 5/14/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.